Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor electrode was missing after it was removed from the insertion site. Customer¿s blood glucose was 164 mg/dl at the time of incident. The product is being replaced and is not expected to return for analysis.